Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 a 22mm amplatzer septal occluder was selected for implant using a 12f amplatzer torqvue 45x45 delivery sheath. The patient's activating clotting time (act) level was 258 seconds. Ten thousand units of heparin were administered. During implant, while attempting to deploy the device, a small thrombus was observed under transesophageal echocardiogram (tee) at the left atrial appendage while the device was in "ball formation". The patient's international normalized ratio (inr) was 1.01. The occluder was removed from the patient and inspected. A piece of thread was seen on the thrombus. A new 22mm amplatzer amulet left atrial appendage occluder was used to complete the procedure. The patient status was stable.